Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a button lock inserter broke. Additional information has been requested but has not been provided.

Manufacturer narrative:
Additional information: without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw inserter was sticking and would not disengage from a mating screw during surgery. The inserter was able to be disengaged from the screw without reported patient impacts.

Manufacturer narrative:
Additional information: (ethnicity) and method, results and conclusions - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided so manufacturing records could not be reviewed.

Event description:
It was reported that the screw inserter was sticking and would not disengage from a mating screw during surgery. The inserter was able to be disengaged from the screw without reported patient impacts.